Event description:
The customer called regarding the bolus wizard and link. A few days later the customer called back to report a no delivery alarm. Advised the customer to change the set and the site. The customer was hospitalized for low bgs. The customer was not trained on the 512 pump. And was previously on the 506 pump. Troubleshooting could not be performed, the customer is visually impaired. The customer was advised to disconnect from the pump until fully trained and continued on the 506 pump.